Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). No sample has been returned for investigation. Without the actual sample , a thorough investigation could not be performed and no specific conclusion can be drawn as to the cause of the reported event. If the sample and/or additional pertinent information becomes available, a follow up report will be submitted. Reviewed device history records, there is no abnormalities and no such defect detected at final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): the pump not infused totally, patient returned to remove the pump and the same was full.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used, completely filled easypump ii lt 100-50-s without packaging. The provided pump was subjected to a visual inspection. Damages or other deviations were not detected. As-received condition the clamp clip was closed. The original wing cap was not handed over by the customer, there was an injection needle connected to the patient connector. After opening the big white top cap and removing the closing cone, we detected solution (liquid) at the filling port (lli-cone). In addition, we detected crystallized drug residues at the patient connector respectively at the injection needle. Afterwards the sample was taken to a functional test respectively a leak test was carried out (without adding solution). After starting the pump (opening the clamp clip) and waiting for 60 minutes the pump did not work (solution was not running). After these 60 minutes leakages were not detected. The inspected sample is blocked, therefore the sample is not in accordance with our requirements, hence we judge this complaint to be justified. However, blockage due to crystallization is a known error pattern and corrective and preventive actions are in progress / have been implemented.